Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are catalog # 7576305, lot # sa09d163 and catalog # 7576304, lot # sa09j197. (B)(4): 510k for 7576305 and 7576304 - k063417: mfg date for sa09d163 - 07/18/2009; mfg date for sa09j197 - 10/7/2009 neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a 2 level minimal access spinal surgery at l4-5. It was reported that during reduction on the right side of l4 the extender froze and would not move up or down. A mallet was used to remove the extender without success. With the extender unable to unlock and the rod jammed, it was decided to unscrew the construct. It was noticed that the l4 pedicle was fractured on the right side. The screws were repositioned and with the use of different extenders the surgery was completed. Surgery time was extended approximately 2.5 hours. No other patient complications were reported.

Manufacturer narrative:
The devices were returned for evaluation. Macroscopic examination did not reveal any material or functional issue with respect to the instruments. Dimensional evaluation of the inner sleeve mas retention feature dimensions found to be within print specification. A bench-top functional evaluation found product assembly able to be fully reduced without issue, consistent with immediate post-operative evaluation. Additionally, the product was assembled onto test fixture designed to simulate intraoperative reduction load. The instrument fully reduced the rod, as well as unreduced, and was able to be easily removed without issue.